Event description:
It was reported a volume discrepancy occurred at refill earlier this month. The actual residual volume (arv) 13 ml was greater than the expected residual volume (erv) approximately 5 ml. The patient has responded to dose increases and has not had any withdrawal. A dye study was attempted on (B)(6) 2015 but was unable to aspirate from the catheter access port (cap). The refill occurred prior to the date of the dye study. The procedure was done under a fluoroscopy suite so there was no question on whether or not they were in the cap. The plan was to monitor until the next refill. There were no alarms or motor stalls or other indications of a problem with the pump. The patient was referred to a neurosurgeon for imaging. The pump was delivering baclofen. Intervention and outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).